Event description:
The patients generator firmware was updated successfully on (B)(6) 2021 to prevent similar resets as previously reported for this generator. No further relevant information has been received to date.

Manufacturer narrative:
Internal field number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions.

Event description:
Patient generator was interrogated on (B)(6) 2021 and displayed error code 6 with pulse disablement. Programming data was requested. Review of the data logs confirmed that the approximate generator reset had occurred on (B)(6) 2020. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. Patient had their generator reprogrammed on. No additional relevant information has been received to date.